Manufacturer narrative:
Technician found the bed in storage area. No pt injury alleged. Found: the caster brake would lock and hold, but the caster would rotate if pushed on side. Replaced brake caster to resolve this issue.

Event description:
Complaint alleged that the caster brake would lock and hold, but the caster would rotate if pushed on side. No injury alleged.